Event description:
Leakage from the catheter. Blood oozed from the point between the catheter and the white oversleeve near the bifurcation site. The catheter was removed with suspicion of infection due to the patient's rise of temperature. The distal end of the catheter was cut for cultivation. The indwelling period was 70 days.

Manufacturer narrative:
The complaint of a partial break in the tubing is confirmed. Microscopic examination of the tubing at the distal end of the bifurcation site reveals a partial tear in the tubing. The break site is located at the juncture of the distal end of the bifurcation site and catheter tubing. The break site is jagged, irregular and exhibits a granular veneer. The break line is perpendicular to the central axis of the tubing; the exact mechanism of damage is undetermined. The catheter was in place for approximately 70 days prior to the complaint incident. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process.